Event description:
It was reported that the fatigue patient presented for follow up. The pulse generator indicated elective replacement indicator on (B)(6) 2015 and end of service on (B)(6) 2015 capture was intermittent and measured data anomaly. The pulse generator was subsequently explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in a high current drain.